Event description:
Corrected information was received. The patient was on impella 5.5 support.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of the access site bleeding was most likely use related as an additional suture was able to resolve the bleeding. New information was received since the initial manufacturer device report number 1220648-2024-17560 was submitted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound .¿

Event description:
The complainant reported a patient on impella rp flex support had oozing from the impella access site. An extra stitch was added and hemostasis was achieved. The procedural outcome was the patient survived the surgery.